Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 202 mg/dl. Customer stated that the pump had no exposure to moisture and it was sitting dry in his office. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to flattened button dome switch. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.